Manufacturer narrative:
An event regarding alleged crack/fracture involving a ceramic head was reported. The event was not confirmed. The exact cause of the event could not be determined, because insufficient information was received. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further.

Event description:
The implant surgeon at the clinic, reported the following event : "iterative fracture of the alumina head diam 32 on abg ii stem (fall the same day). Total hip prothesis in 2006. Head fracture in 2009. Second fracture in 2013. Explosion of alumina head. Revision surgery. Change of implants.

Event description:
The implant surgeon at the clinic, reported the following event: "iterative fracture of the alumina head diam 32 on abg ii stem (fall the same day. Total hip prothesis in 2006. Head fracture in 2009. Second fracture in 2013. Explosion of alumina head. Revision surgery. Change of implants.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.